Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred during fill 2 of 3, prior to discovery of the fluid leak. After failing to bypass the alarm, the treatment had to be cancelled. When the patient opened the cycler door to remove the cycler set, they observed fluid leaking out from behind the cassette. The patient reported that the cassette was difficult to insert when they were setting up for the treatment; the patient stated that it had to be ¿forced in¿. No obvious damage was observed on the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient completed their treatment by performing a manual exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient had not yet informed their pd nurse of the cycler replacement at the time of follow up, but they were planning to do so. It was confirmed that the patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was reportedly ready to be picked up and returned to the manufacturer for physical evaluation. The cycler set was also available to be returned for a manufacturer evaluation.